Manufacturer narrative:
Aga medical could not evaluate the product or the event since the product was not returned to us, and imaging of the procedure was not provided.

Event description:
Aso 15mm implanted with tee guidance, no residual shunt, good rims and good location. She was taken to pacu and within one hour, she experienced nausea and vomiting, wretched and had a decrease in saturation. Cxr and echo showed the device in the aorta. She was taken to the operating room for surgical removal of the device and repair of the asd.